Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this (B)(4) is no longer reportable. Summary of investigational findings: the filter deployed tilted, when placed from jugular approach. Attempts to reposition the filter were unsuccessful, why the device was removed and another device was successfully placed without reported harm to the patient. The dilators, the introducer sheath, the locked jugular introducer and the detached tulip filter were returned. On the filter some biological tissue prevented two primary legs from expanding, but after removing the tissue the legs did fully expand and the filter regained its shape. The returned jugular introducer was still locked, thus suggesting that the tilted filter did not detach from the introducer, but based on the investigation findings the exact reason for the filter to tilt during the attempted placement cannot be determined. The instructions for use supplied with the device specified how to perform diagnostic imaging to verify the position of the introducer sheath tip before removing the dilator and advancing the introducer/filter and following how to verify that the filter is in desired position before expanding and releasing it from the jugular introducer. There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before release, there is evidence that the device history record was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: igtcfs-65-1-jug-tulip was attempted to be placed at inferior vena cava filter approached from right jugular, but it deployed tilted. The user pushed the filter back in the sheath and attempted to deploy it, but the filter legs didn't deploy precisely. He pushed the filter back in the sheath again and deploy it again, but the filter wouldn't deploy precisely. Therefore he removed igtcfs-65-1-jug-tulip, and used other product of same rpn and changed a placement position to complete the procedure without problem. Patient outcome: no health hazard.